Manufacturer narrative:
(B)(4). The serial number provided to baxter by the customer on the initial MDR is incorrect and, in fact, unknown. Therefore, the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion, during patient care in the operating room (medication, programmed amount and delivery rate unknown). It was also reported that the patient had experienced a decrease in blood pressure. It is unknown if there was any medical intervention provided to the patient and the patient's current condition is unknown.